Manufacturer narrative:
Evaluation summary: visual inspection of the instrument¿s internal components revealed sheared teeth on the firing rack. Functionally, the instrument was successfully loaded with a representative 60-3.5 loading unit. During the instrument¿s firing cycle, skips were audible in the firing stroke. An access hole was cut into the instrument body for visualization of the firing rack. Replication of the sheared teeth on the firing rack may occur in any of the following circumstances: 1. Firing over tissue that is beyond the recommended thickness range. 2. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. No relationship between the device and the reported incident was confirmed. No enhancements or improvements were generated for the reported condition. Based on the evidence available the reported condition was confirmed. The file will be closed as a misuse of the product. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the thoraco/lobectomy procedure, the surgeon could fire the device but the handle was very stiff and difficult to return to the neutral position. The surgeon fired the other reload, however a crack sound was heard. The customer did not remember which cartridge was used for which firing. No harm was caused to the patient. Another device was used to complete the procedure.